Event description:
On 23-jul-2025, the user reported that their ilet sleep/wake button was not responding. The user¿s blood glucose (bg) was 130 mg/dl at the time of the call. The device screen woke when placed on the charger, but the button remained nonfunctional. During the call, the device displayed repeated alert 53 and alert 60 messages, prompting multiple restarts. The user did not have backup therapy available and was advised to contact their healthcare provider.